Event description:
It was discovered that this implantable cardioverter defibrillator (ICD) was unable to be interrogated. Technical services was contacted and attempted to troubleshoot however, got disconnected. At this time, the device remains in service. No adverse patient effects were reported.